Event description:
Baxter is in the process of investigating a donor death that occurred one day subsequent to a successful plasma donation. The decedent's wife stated that her husband had died of a massive heart attack in 2006. The donor's last plasma donation was the prior day. It was an uneventful donation with no technical difficulties during the plasmapheresis procedure and no donor reaction.

Manufacturer narrative:
Add'l MFR narrative: the disposable kit and concomitant products were discarded by the customer and, therefore, are not available for eval by baxter. Review of instrument test records from the previous 2 months revealed the instrument to have been performing to specification at those times. Review of manufacturing records for the disposable kit lot revealed no process product or manufacturing abnormalities that would have contributed to the reported incident. Review of complaints for the disposable set lot revealed no other reports of adverse events. Baxter is continuing to investigate this event. If any significant info is revealed in this investigation, a follow-up MDR will be submitted.